Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 19:53:19. During night drain cycle one, the patient's ultrafiltration reading was 1386 ml, indicating the home patient (hp) drained 1386 ml more than their maximum programmed fill volume of 1900 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had inappropriately programmed the initial drain alarm setting. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Should additional relevant information become available a supplemental report will be submitted.